Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a patient notifier alert for increased hvli on the rv to can vector. Lead fracture or a connection issue was suspected. At a subsequent follow-up visit, the impedance measurements were within range. The physician will continue to monitor the patient.